Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to replace the graphic user interface (gui) printed circuit board (pcb).

Event description:
It was reported that the ventilator lost communications. The ventilator was not on a patient at the time of the event.